Manufacturer narrative:
(B)(4). "A historical review of the customer complaint database, revealed no adverse quality trends identified during the for item # 573112 or lot rewf0191." In a follow up with the facility, the reporter stated that the lot number was rewj1311 and the day of the event was (B)(6) 2013. She also confirmed that there was no pt injury and that the pt "was fine." She said that the needle broke off at the base of the housing. One used sample without packaging was returned for eval. The sample and all available info have been forwarded to the actual manufacturer, (B)(4), for further eval. When the manufacturer's eval is complete, a follow up report will be filed.

Event description:
As reported by the user facility: when nurse went to remove device from pt wings and safety mechanism broke off needle, and needle remained in pt's port. Needle removed, no pt injury. Sample available. Lot number unk at this time.